Manufacturer narrative:
(B)(4). The results of the investigation are pending at the time of this report.

Event description:
The customer reports that the doctor tried to place an ij cvc and the guidewire shredded inside the patient. The guidewire was removed no patient injury or consequence reported.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; however, the customer supplied a photograph. Review of the photo did confirm that the guidewire was unraveled. Complaint verification testing could not be performed as no sample was returned for analysis, however, the defect was confirmed based on a customer supplied photo. A device history record review was performed and no relevant findings were identified. The probable cause of the alleged defect could not be determined based upon the information provided and without the actual sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the doctor tried to place an ij cvc and the guidewire shredded inside the patient. The guidewire was removed no patient injury or consequence reported.